Manufacturer narrative:
The investigation of optical signal issue has been completed. Clinical details state that a placement signal not reliable (psnr) alarm was triggered after pump insertion. The pump was removed as a result after the procedure was performed. The replacement pump had the same issue, which was eventually resolved by replacing the console. The first pump used (sn (B)(6)) was returned and evaluated. No abnormalities were found with the 5s parameters or laser continuity test. There were no kinks or biomaterial found. The pump was run in the lab with no psnr alarms or optical parameter abnormalities. No problem was found with the returned pump. Upon data log review and returned pump evaluation, it is apparent that the console is the potential cause of the issue. Please refer to manufacturer device report number 1220648-2025-28728 for an investigation into the console.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a placement signal unreliable alarm appeared during impella support. Both the waveforms and positioning appeared to be correct at the time of the failure. The pump was replaced, but the issue persisted. The automated impella controller was also then replaced, and the issue resolved.